Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). The cause of this patient¿s death was not reported. It was not reported if the patient was hospitalized prior to the event of the death. It was not reported if the patient was performing peritoneal dialysis (pd) therapy until the time of death. It was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was completed. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue, but noted several unrelated alarms. Visual inspection showed no issues that could have caused or contributed to the reported issue. A short simulated therapy was successfully performed. The device underwent functional testing. The reported event was not verified during evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.